Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "car accident, possible rupture", "malposition with stressed and compromised implant due to obvious cause".

Event description:
Healthcare professional reported "car accident, possible rupture". Healthcare professional later reported "malposition with stressed and compromised implant due to obvious cause". This record is for the right side. Device has been explanted.